Event description:
A customer reported, to baxter (B)(4), that a clearlink system continu-flo blood set had been observed leaking from the connection near the cannula end. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a clearlink system continu-flo blood set was observed to be leaking from the connection near the cannula end was confirmed during sample evaluation. Visual test was performed finding no abnormalities. No defect was observed during underwater pressure test. Luer gauge test was conducted and found both two piece luer body from cavities failed this test which indicated the two piece luer body was too small. The assignable root cause of the reported condition is related to production at the manufacturing facility. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.